Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user's daughter who stated that the end user was sitting on the device and swung her leg out to the right and her leg was cut by something on the device. The end user required stitches, and a tetanus shot. The end users' daughter did not know what part of the device cut the end user's leg. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.